Event description:
A tandem mobi cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller experienced the alarm during the load process but confirmed they waited until prompted to switch cartridges. The customer followed guidance from technical support to remove the cartridge and administer a bolus, which completed successfully. They were able to reload the cartridge and continue insulin therapy, resolving the issue.